Manufacturer narrative:
Updated fields: a1, a3(to be left blank), b4, b5, e1(initial reporter) g3, g6, h2, h6, h10. The getinge field service engineer (fse) that had evaluated and inspected the iabp, reported that the reported issue was reproduced, and that the blood pressure adapter cable was replaced to fix the issue. All functional and safety checks were performed to meet factory specifications. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check, the blood pressure signal in the cardiosave intra-aortic balloon pump iabp) had disappeared and it would improve if the blood pressure line connection was moved. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and when inspection was completed, the fse was not able to find any such symptoms. Subsequently, the socket of the cable and the test machine side were cleaned. The fse reported that iabp can be used normally. (B)(6).

Event description:
It was reported by the customer that the blood pressure signal has disappeared and it will improve if the blood pressure line connection is moved. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported by the customer that during routine check, the blood pressure signal has disappeared and it will improve if the blood pressure line connection is moved. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.